Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller is at the hospital for routine outpatient procedure. Caller stated this morning at 8:02am, her nano system blood glucose reading was 206 mg/dl. Caller stated the hospital took a reading at 8:10am with a result of 84 mg/dl. Caller stated she drank a can of soda after the hospital's reading. Caller stated she did another reading on her meter at 8:17am with result of 106 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.